Event description:
It has been reported warehouse manager - (B)(6) that it has been detected during an inspection in the warehouse that the package of the product have three labels that corresponded to 2 different products: -label one, in the back of the product: (B)(4), lot t1757. Label two, in two of the sides: (B)(4), lot t3046.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.